Event description:
Event description cpi received information that during routine follow up, this implantable cardioverter defibrillator (ICD) could not be interrogated through quickstart and exhibited a fault code 'possible device malfunction'. The patient was also experiencing muscle stimulation in the shoulder.